Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot# j0519126v, implanted: (B)(6) 2005, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot# j0451699v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot# j0451699v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot# j0519126v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that a patient¿s device had a power on reset (por) condition, and this occurred on (B)(6) 2013 when the patient had a workplace accident and approximately 250 lbs fell on him. It was noted that the patient was taken to the emergency room and to the chiropractor but nothing more than x-rays were performed on him. Two days later, it was reported that no error code accompanied the por and the cause of the por was unknown. The reporter stated that the patient was experiencing a lack of stimulation and once the reset was finished the patient reported intermittent stimulation. It was noted that one lead had out of range impedance and was not programmed. It was reported that the patient preferred keeping all of the stimulation off at the time. A device replacement was being scheduled. See MFR. Report # 3004209178-2013-16889 for information regarding the patient¿s other device.